Event description:
It was reported that the customer had insulin squirt out during manual prime. Customer's blood glucose level was 231 mg/dl. Customer was disconnected during prime. Pump piston continued to move forward after reservoir contact and the insulin squirted out. No numbers appeared on the screen and no beeps were heard. Customer could not leave prime. Customer tried a different set and after several attempts to prime, customer was ok. Customer will monitor the pump and their blood glucose levels. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.